Manufacturer narrative:
Device analysis report is attached. This report is submitted on march 17, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021, and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted on january 11, 2022.

Manufacturer narrative:
This report is submitted on june 18, 2021.

Event description:
Per the clinic, open circuits were noted on all electrodes. Explant and reimplantation is planned but has not taken place at the time of this report.